Event description:
The manufacturer was informed of the event through the patient tracking department. Based on the information reported in the patient implant form, a annuloflex-size 32 valve was implanted and explanted on (B)(6) 2021. The manufacturer did not received any allegation of a device malfunction or a serious injury for the patient from the hospital regarding this event.

Manufacturer narrative:
Unknown device disposition.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since there is no information about the disposition of the valve and the device was not returned to the manufacture, the investigation on the device is not possible. The manufacturer attempted to retrieve additional information on the event reported and the device disposition, but no further information was received. Based on the limited information available, it is not possible to establish a definitive root cause for reported intraoperative device explant. However, from the document review performed, no manufacturing deficiencies were identified. The manufacturer attempted to follow up with the field, but no further information was received up to date. Should further information be received in the future, a follow up report will be provided.